Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector snapped during a nighttime supply change, leaving the insulin cartridge lodged in the ilet and initially unable to be removed; the user briefly transitioned to manual injection therapy and later successfully extracted the connector, after which the device appeared to function normally. Symptoms included hyperglycemia with general high glucose symptoms. Outcomes included temporary interruption of pump use without hospitalization or medical intervention. Investigation included complaint intake, troubleshooting and education, and shipment coordination prior to cancellation when the device resumed normal function. Investigation of this case revealed a mechanical connection issue at the luer interface of the insulin delivery pathway, consistent with a connector failure that temporarily prevented cartridge removal and insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the luer connection resulting in a mechanical failure of the connector.